Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the pump was plugged into a power source. The customer's blood glucose (bg) level was 600 mg/dl and it was addressed with a manual injection. Reportedly, the customer was having a difficult time managing their bg level with manual injections. It was confirmed that the customer had a backup method of insulin delivery available.

Manufacturer narrative:
The customer did not report a malfunction alarm; however, it was reported that the pump shut off unexpectedly.

Event description:
It was reported that the pump shut off unexpectedly.